Event description:
Healthcare professional reported "pain and exchange from textured to smooth breast implants due to the patient¿s concern with the product via MRI". Later healthcare professional reported "rupture, rupture found during surgery, "rupture-biocell"". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "pain and exchange from textured to smooth breast implants due to the patient¿s concern with the product via MRI". Later healthcare professional reported "rupture, rupture found during surgery, "rupture-biocell"". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening ¿ anxiety - product/ procedure : unable to observe as it is not related to the manufacturing process. ¿ breast pain: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.